Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by an application crash. The technical service engineer reinstalled the remote smart services and modified the file path to resolve the issue. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a login failure, medapp not launching. The customer reported unable to dispense medications to the patient. There were no adverse events or injuries reported based on this event.